Manufacturer narrative:
Sc-1160, (sn (B)(6)). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. With all the available information, boston scientific concludes that the allegation of patient experiencing inadequate stimulation was not confirmed.

Event description:
It was reported that the patient was experiencing stimulation in a non-target area since the revision procedure (MFR. Report number: 3006630150-2019-05573). The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was discarded by the medical facility.

Event description:
It was reported that the patient was experiencing stimulation in a non-target area since the revision procedure (MFR. Report number: 3006630150-2019-05573). The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was discarded by the medical facility.